Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining reproducible elevated total t4 results on one patient that was discordant to an alternate method generated on unicel dxi800 access immunoanalysis. The result was not reported out of the laboratory. The sample was sent to customer product line support (cpls) for further testing. Patient results are provided. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a sst tube and centrifuged for 10 minutes at 3000rpm. Sample 1/1 was repeated on the customer's alternate dxi 800 system on (B)(6) 2011 and got 18.01ug/dl. Per the cf, qc was within the customers established ranges prior to the elevated tt4 results. Customer is not questioning any other assays or results. Service was not dispatched for this event cpls did not detect heterophile interference was in the sample. No clear root cause could be determined for this event.